Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stock at 00:00. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that system stuck at 00:00. After reviewing log file, fse found soldering issues found on the soldering bumps of the f-chip, which is being used as a component on the frame grabbers cards. Fse replaced the flex vision pc, hard disc drive and updated the system software. After replacing the flex vision pc, hard disc drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.